Event description:
Customer received result of 160 mg/dl on the aviva combo system, and result of 80 mg/dl on a hospital device within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). No information was provided on the specific part number involved in this event.